Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the lad. The patient suffered a stroke approximately 58 months post index procedure. The patient was treated with thrombolysis. It was not assessed if the event was related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke). Evaluation conclusions: known inherent risk of procedure (stroke). (B)(4).